Manufacturer narrative:
A full technical evaluation for the device was completed in accordance with the original equipment manufacturer specification. It was observed that the device yielded no image when connected to a video processor. This is attributed to the faulty camera cable. The cable itself is free from any apparent defects. This device was sold to the facility in march 2015. The previous last repair had been in june 2021 requiring the replacement of the coupler found as faulty. Prior to that the cable unit replacement had been done in march 2021. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for image issues. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device yielded no image when connected to a video processor. This is attributed to the faulty camera cable. This medwatch is being submitted for the reportable issue of no image observed during device evaluation.

Manufacturer narrative:
Correction to g2 to add "foreign". This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.